Event description:
Received a letter from an attorney alleging his client sustained injuries during use of company's product. It was indicated that the attorney's client inserted a tampon with a plastic applicator and felt some discomfort. Approximately three hours later client removed the pledget and began bleeding heavily. Client sought at medical examination and a laceration to the vaginal wall was found that required stitches.